Event description:
It was reported that the implantable pulse generator (ipg) was explanted and replaced due to an elective replacement indicator (eri) false trigger. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).